Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain and nausea. On the same day as the event onset, the patient started treatment with intraperitoneal cefazolin for approximately 5 days (dose and frequency not reported) and intraperitoneal gentamicin for approximately 5 days (dose and frequency not reported) for peritonitis. After culture results came back (approximately five days after the event onset) the patient was switched to intraperitoneal vancomycin (dose, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient remains on vancomycin. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a hole in the patient line of the cassette, leading to a leak. On unreported date(s), the patient was treated with unspecified intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.